Manufacturer narrative:
Widespread corrosion of the motor sockets was identified as the probable cause of the device running on its own without activation. Socket damage can result in intermittent connection between the console and the handpiece, as well as higher impedance at the ground sockets resulting in false run signals as reported in this complaint.

Event description:
The core micro drill was sent for eval because it was running on its own without activation. The event occurred after the procedure; no adverse event was associated with the device.